Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was performed to treat a de novo lesion in the distal anterior tibial artery with mild tortuosity, mild calcification and 70% stenosis. A 3.0 x 40 mm armada 14 percutaneous transluminal angioplasty (pta) balloon catheter was advanced to the lesion with no resistance; however, the balloon ruptured on the initial inflation at 7 atmospheres. A new 3.0 x 40 mm armada 14 pta balloon catheter was used successfully to complete the procedure. There were no adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspection was performed on the returned device. The reported balloon rupture was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other similar incidents. Based on the information provided, the reported difficulties appear to be due to operational circumstances of the procedure. It is likely that the noted pinhole rupture occurred due to interaction with calcification or associated devices during use. The scratches noted near the rupture site also suggests mechanical damage to the outer surface likely due to interaction. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.